Event description:
It was reported post-operatively on june 21, 2024, the customer reported that a t-handle chuck was no longer tightening down properly. This report is for one universal chuck with t-handle. This is report 1 of 1 for(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 photo investigation photos were provided for review. The photo investigation revealed that the tip of the device was deformed from the rounded edges. This deformation caused the locking mechanism to not function as expected. This type of damage is consistent with other tools and hard edges that come in contact with the device, proper handling and attention to approved use of the device decreases the risk of failure the overall complaint was confirmed as the observed condition of the universal chuck with t-handle would contribute to the complained device issue. H3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found deep scratches in the handle around the tip. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. Functional test was preformed. The locking mechanism was activated, but the jaws of the handle was not released. The device fail the test. Therefore, the costumer allegation can be confirmed. This condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the universal chuck with t-handle would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history part# 393.10, synthes lot # 4635188, supplier lot# a8na752, release to warehouse date: aug-01-2003, supplier: (B)(4). No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.